Manufacturer narrative:
The imaging system computer was returned to the manufacturer for evaluation. The reported malfunction was confirmed, finding that the computer would not boot up. The root cause of this was determined to be that the battery was not seated properly. The computer powered up normally after reseating the battery. The computer was replaced and the issue was resolved. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4) fei: 3004785967.

Event description:
A site representative reported that the imaging system would not boot up. It was not possible to reinstall the software since the system computer would not boot up. There was no patient present when this issue was identified.